Event description:
Healthcare professional subsequently reported to the FDA that patient had right side breast implant with statice porcine-derived tissue. There is no longer a complaint against alloderm tissue. Therefore, this event is being un-reported. Recipient culture results were not reported. Follow up attempts for this information are being made. Healthcare professional reported that patient had right side breast implant with alloderm implanted. The patient then suffered "infection and extrusion" of the implant. On re-operation, the alloderm tissue was noted to be "partially dissolved." This record is for the alloderm tissue graft. The related breast implant was previously reported under mrn 9617229-2022-17949 (abbvie complaint number: (B)(4)). Ref report: 1000306051-2025-00032.